Manufacturer narrative:
The customer declined ge healthcare service offer. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.